Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient was not feeling stimulation and was not able to increase stimulation. The patient was "running to the bathroom," which was clarified as a loss of therapy. Troubleshooting determined that therapy had been turned off. It was reviewed with the patient that therapy needs to be turned on in order to receive benefit. The patient was assisted with turning stimulation back on and confirmed being able to increase stimulation normally and confirmed feeling stimulation at a comfortable level. The issue was resolved through troubleshooting. The patient's status in terms of "running to the bathroom" is unknown at the time of this report. The patient was also provided with a list of nearby healthcare providers (hcp) as the patient did not have a managing hcp. Additional information was received from the patient. Patient has experienced a loss or change of therapy and thinks their device does not work anymore. Patient says, "it's dead, dead as a doornail...passed away and gone to lalaland." Patient also says the battery is working because they can still turn stimulation up, but it isn't working which is conflicting information. Patient can't feel stimulation and is running to the bathroom all the time in the middle of the night which has been happening for months. Patient can't feel stimulation or get symptom relief. It was confirmed that stimulation was on and the patient is on program 3 at 4.0v. Stimulation was increased to 4.4v over the phone, but the patient didn't feel stimulation. Patient is seeing a new urologist this week and hasn't had any changes in their programs recently. Patient was directed to their healthcare provider (hcp) to investigate further and for advisement on changes that may be needed in programming and se ttings. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the consumer. Patient stated their implant was dead, had no stimulation at all, and it was not working. Patient's stimulation was at 4 something and they could not feel stimulation. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of not feeling stimulation even though stimulation was on was due to it was not working. The patient also reported that the stimulation issue was not resolved after increasing stimulation and on (B)(6) it was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.